Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to a cholesteatoma surgery (non-device related). Re-implantation is planned but had not taken place at the time of this report.